Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 in addition, the following reportable malfunction was identified during the device evaluation: circuit board unit in scope connector was dirty a root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had a scope communication error (e217). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction is most probable cause of the complaint is cause traced to component failure. Sould additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.